Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After receiving the occlusion alarm, the customer thought the insulin on board (iob) feature represented insulin that was not delivered and then inadvertently over delivered insulin. The customer's blood glucose level was 143 mg/dl and had juice/candy available if needed. The customer declined tandem customer technical support's (cts)offer to troubleshoot to determine a possible cause of the occlusion and understood cts's explanation of the iob. The customer reportedly had been using the cartridge and infusion set for 5 days.